Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was intermittently producing error codes e315 and e216. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a likely cause for the error code b30 is a failure of the device because it was used in combination. Olympus will continue to monitor field performance for this device.